Event description:
It was reported that during the left posterior communicating artery (pcoma) aneurysm procedure, a subject stent was selected, during deployment the subject stent tip was failed to open. When the physician attempted to retract the subject stent and perform operations such as pushing and flipping the stent protection flaps, there was a jam. After adjustments, the physician was able to fully retract the subject stent into the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the left posterior communicating artery (pcoma) aneurysm procedure, a subject stent was selected, during deployment the subject stent tip was failed to open. When the physician attempted to retract the subject stent and perform operations such as pushing and flipping the stent protection flaps, there was a jam. After adjustments, the physician was able to fully retract the subject stent into the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned deployed and inserted in plastic container. The stent was found to be deformed but fully opened. The braid wires were compressed and the braid wires at both ends were frayed and pulled. The stent delivery wire (sdw) was inspected and the distal sdw was kinked/bent. It was noted that the resheath pad was pulled over the marker bands and the sdw was stretched. No issue was noted with the dpa. The introducer sheath was not returned. The functional inspection is not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. It was reported that "however, the tip of this stent failed to open during deployment. When the physician attempted to retract the stent and perform operations such as pushing and flipping the stent protection flaps, there was a jam. After adjustments, the physician was able to fully retract the stent into the xt-27 microcatheter. Another attempt to deploy the stent was made, but it still failed to open. The physician planned to withdraw the stent for observation. When the stent was retracted to the hub of the xt-27, it deployed. The physician then removed the y-valve, took out the stent, and replaced it with another 5*25 evolve fd stent to successfully complete the procedure". During analysis, the stent was returned deployed and inserted in plastic container. The stent was found to be deformed but fully opened. The braided wires were compressed and the braid wires at both ends were frayed and pulled. The sdw was inspected and the distal sdw was kinked/bent. It was noted that the resheath pad was pulled over the marker bands and the sdw was stretched. No issue was noted with the dpa. The introducer sheath was not returned. It is possible the patient¿s tortuous anatomy would also have contributed to the reported event. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿ , ¿stent deployed prematurely during retraction/resheathing' and ¿flow diverter difficult/unable to recapture into microcatheter and as analysed ¿stent deployed during retraction/resheathing', ¿sdw kinked/bent¿, ¿stent deformed¿ and 'sdw deformed' will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.